Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to unknown reasons. Left hip.

Event description:
Allegedly patient was revised due to unknown reasons. Left hip. Updated information on 03/16/2020: allegedly, the patient was revised due to corrosion of cocr components.

Manufacturer narrative:
Updated information on 03/16/2020: allegedly, the patient was revised due to corrosion of cocr components. Updated event codes.